Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event. No image was found due to a faulty patient board set. In addition, a corroded connector and older software was found. The faulty parts were replaced. The device was inspected and passed olympus functional standards.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during preparation for an unspecified diagnostic procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set/patient substrate set (ap substrate and dr substrate) could not be identified. However, it¿s possible the cause is related to a failure due to the design of the dr substrate, because it was a device manufactured before the design change of the dr substrate was made. On april 16, 2018, it was confirmed that a change in the design of the dr substrate had been made for events in which no endoscope images were obtained in combination with the 180-system scope. Olympus will continue to monitor field performance for this device.